Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient had a left total knee arthroplasty to address osteoarthritis, pain, and functional limitations. Depuy components and depuy cement x2 were utilized during the procedure. On (B)(6) 2019, the patient had a left knee revision to address loosening of the tibial tray loosening at the tibial tray/cement interface, pain, and flexion instability. The femoral component was noted to be well-fixed but was also revised. No mention of the patella. Competitor cement and components were implanted during the revision. Doi: (B)(6) 2016; dor: (B)(6) 2019 (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 07 dec 18. 0 non-conformances on this lot number. Final micro and sterility tests passed. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.